Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed to other than monitor plus therapy. In order to address an issue of diaphragmatic stimulation resulting in pacemaker inhibition and asystole for greater than two seconds. The patient was noted as pacemaker dependent but asymptomatic. The device had been previously programmed at nominal sensitivity but the noise was still able to be reproduced. The noise was also able to be reproduced with isometrics. All other lead measurements were stable and within normal limits. The physician confirmed that there had been no inappropriate tachy therapy. The physician's primary concern regarded the patient being pacer dependent and the physician was considering implanting a new brady lead for the pace/sense and to keep the existing tachy lead for shocking.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The physician was determining whether to change out the lead or not. The patient had mentioned that they do lots of physical work daily. Also, the patient stated that they have had a cell phone within proximity of the device in their shirt pocket. It was advised to the patient that he have a minimum six inch separation from the device. If new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.